Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. The unit passed all testing and met all carefusion manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator 1000 has low tidal volumes. At this time it is unknown if there was any patient involvement associated with the reported issue.